Event description:
It was reported that this right ventricular (rv) lead exhibited a low out-of-range (oor) pacing impedance measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. The health care professional (hcp) noted that six months ago the implanted device was changed out however, they decided not to revise the lead and just re-program it. When programmed in unipolar the pacing impedances are stable measuring in the upper 200 ohms. Additionally, it was noted that the presenting electrogram showed a clean rv channel. At this time, the rv lead remains in service. No adverse patient effects were reported.